Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed an unresolvable e8 power interrupt error. He inserted a new battery, and the self-test was completed normally but he was unable to start the infusion device. The infusion device was replaced and returned for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval was completed, and the complaint was not verified due to mishandling of the product. E8 power interrupts errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This led to an always activated up button and unsolvable e8 power interrupt errors. The battery cover passed the optical inspection. Additional info will be submitted when the eval is complete.